Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod's canula did not insert and it was discovered bent. According to the patient they were feeling dizzy. It was unknown how the patent was treated for the issue. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s911usqs5cxl7 cloud - smartphone hardware sm-s911u cloud - cgm sensor type.